Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/08/2014 with the following findings: the black box showed that the battery voltage immediately following a battery change was low which indicates that partially charged batteries were being placed in the pump. There were frequent low battery warnings observed in the alarm history. The threads inside the battery compartment were stripped. No damage was found to the battery cap. The pump's electrical current draws were tested and were within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.